Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: right mentor siltex round moderate profile, 250cc, catalog number 3542635, lot number 161052. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor siltex round moderate profile, 250cc implants that bilaterally deflated and issue with capsular contracture baker grade iii/IV bilaterally after implantation. Patient complained that the breast has changed their shape and volume. Patient came forward with two empty implants. As a result, patient underwent bilateral removal and replacement as follows: left replaced with catalog number 3544300, lot number 7522184, and right replaced with catalog number 3544300, lot number 7522184 on (B)(6) 2018. This report is for the left side.

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On 9/19/2018,the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device contained no fluid. White material was observed within the device. Yellow material was observed on the shell surface. During visual examination, mentor product analysis lab observed the device appears intact. Leak testing was performed in accordance with mentor procedures, and one leak was found on the anterior view of the device. The leak was caused by a rent measuring less than 0.1 cm in length. Microscopic examination of the rent edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Microscopic examination revealed parallel striations on the edges of the rent. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. At this point is it not possible to determine the origin of the white and yellow material observed. Manufacturer¿s reference number: (B)(4).